Event description:
Attempted to use newly arrived alere inratio 2 machine -hemosense-. The readings are grossly inconsistent. In 3 testing attempts, one was unable to read; the second result was 2.7; and the third result was 1.7.